Manufacturer narrative:
(B)(4). Implant date: approximately mid 1990s. Report source: (B)(6). Concomitant medical products: unknown-unknown head-unknown. Unknown-unknown poly liner-unknown. Unknown-unknown stem-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision due to breakage of hg shell's locking mechanism causing poly wear and osteolysis. During the revision the shell and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
Final. Reported event was confirmed via radiographs reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.